Event description:
It was reported to philips that the host pc failed to boot due to a bios battery issue on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the bios battery and planned a host pc replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).